Event description:
The customer reported the sys shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and cleaned the workstation air filters. The sys operates as intended.